Event description:
Customer reported getting a high reading of 22 mmol/l on her freestyle mini meter. Customer was hospitalized due to taking insulin based on this reading. Two more readings were taken on the meter after the insulin dosage and within 10 minutes of the first. These readings were 6 mmol/l and 7 mmol/l. Customer was treated with a dextrose IV when taken to the e.r. The day before, customer reported that the meter showed the 'low battery' display message. Customer changed the batteries and the meter still had the message displayed.